Event description:
The micro oscillating saw was sent for evaluation because it was leaking during a foot procedure. The fluid leaked into the surgical site which was thoroughly irrigated. There was a 30 minute delay as a result of medical intervention. An alternate device was used to complete the procedure. No additional follow up or medication was required as a result of the event. There was no patient injury.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.